Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the lead was screwed into the right atrium on three separate occasions and then dislodged each time after the lead was connected to the generator. The lead was ultimately placed in the ra (right atrium) appendage and remains in use. No patient complications have been reported as a result of this event.